Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 440 mg/dl which was treated with insulin pump, manual injection/insulin pen. The customer stated they did not eat properly. Customer reported that recent high blood glucose event on (B)(6) 2020.the pump will not be returned for analysis.